Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that he feels a vibration that lasts for about 2 seconds, then stops for about 2 seconds, then starts again. He stated it will last for about 2 to 3 hours. The vibration started about 3 days ago and is worse when trying to sleep. The device is still in use. No further patient complications have been reported as a result of this event.